Manufacturer narrative:
The device was not returned to resmed for evaluation a resmed product support specialist went through the troubleshooting steps and advised the customer to perform a system reset. The issue was resolved after performing the reset. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable after the user powered down the device. There was no patient injury reported as a result of this incident.